Event description:
This is a report of a patient who experienced peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment with vancomycin (1 gm, ip, and frequency not reported), supasef (1 gm loading dose and route not reported), and fortum (1 gm, frequency, and route not reported) for the peritonitis. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.